Manufacturer narrative:
(B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2003218, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Investigation conclusion: no sample or picture has been received for investigation. DHR of lot 2003218 has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 50 ml ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. In assembly station of this manufacturing line, there is a de-ionizer to remove polypropylene particles inside the barrel. In addition, equipment of manufacturing line is regularly cleaned according to procedure jg-039: once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in pallet#1 and once in pallet#22. Assembly: once in pallet#1 and once in pallet#22. Primary packaging: once in pallet#1 and once in pallet#22. Since no sample or picture has been received and no issues were identified and manufacturing record established that all production and quality processes were carried out normally. Based on all the preventive measures and our stringent in process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the available information we are not able to determine a root cause at this time. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that bd plastipak¿ 50 ml luer-lok syringe had foreign matter in the syringe. This was discovered during use. The following information was provided by the initial reporter: the presence of a small piece of plastic within the sampled solution, visible through the syringe.